Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer's blood glucose level was 5 mmol/l at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will not be returned to the analysis.

Manufacturer narrative:
Device received with high sleep and active currents due to corroded electronic assembly. The motor found with traces of corrosion per visual inspection. However, device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted.